Manufacturer narrative:
Product ID w1dr01 ipg, implant date: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) exhibited a power on reset (por). It was reported that the right atrial (ra) lead exhibited oversensing noise. It was reported that the right ventricular (rv) lead exhibited short ventricle to ventricle intervals. The device and leads remain in use. No patient complications have been reported as a result of this event.